Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: unk mono/polyaxial screws: matrix was received at us cq. Upon visual inspection at cq, it is observed that the head part of the screw got broken. The broken part was not received. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: dimensional inspection of the received device was performed at cq. The length of the broken piece was measured. By visual and dimensional inspection, the potential part is from 6.0 matrix screw family. The potential part numbers possibly 04.639.640, 04.639.645, 04.639.650, 04.639.655, 04.639.660, 04.639.665. Document/ specification review: the relevant drawings were reviewed during investigation: no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed as the screw was observed to be broken. While a definitive root cause could not be determined for the reported problem, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown matrix mono/polyaxial screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an unknown matrix polyaxial screw was noted to be broken during reverse logistics audit of the returned devices at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report is for one (1) unknown matrix mono/polyaxial screws. This is report is 1 of 1 for (B)(4).